Manufacturer narrative:
Extension model 7482a51, (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2007. Extension model 7482a51, (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2007. Extension model 7482a51, (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2007. Extension model 7482a51, (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2007. Extension model 7482a51, (B)(4), implanted: (B)(6) 2007, explanted: unk. Extension model 7482a51, (B)(4), implanted: (B)(6) 2007, explanted: unk. Lead model 3387s-40, lot# v021585, implanted: (B)(6) 2007, explanted: unk. Lead model 3387s-40, lot# v020895, implanted: (B)(6) 2007, explanted: unk.

Event description:
It was reported that both extensions fractured during tunneling. The fractures were thought to be related to the patient's fascia, which was noted to be thicker than normal. The neurosurgeon used extra force to tunnel through the thick fascia during the implant and both extensions fractured twice. The extensions were replaced and the patient outcome was reported as resolved without sequela. The patient did not suffer any symptoms due to the event. It was also reported that the patient's battery later depleted and was replaced. The patient outcome was reported as resolved without sequela.